Event description:
Boston scientific crm received information that this right atrial lead displayed loss of capture. While repositioning the lead it was pulled back therefore the lead was explanted and replaced with a new lead.